Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The suspect device was not returned to olympus for evaluation. Four attempts were performed to obtain additional information from the customer, including the customer's reprocessing steps, results of the culture test, and an attempt to have the device returned for further testing. However, no response was received from the customer. There was no patient impact or involvement reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, since the device was not returned and no further information was provided, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for bacilius subtilis in the instrument channel and dermacoccus nishinomiyaensis on the distal end. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During the in-service, the endoscopic support specialist (ess) was informed that the customer was cultured every three months. The scope was cultured and the customer informed ess that the bacteria was not pathogenic but the scope will be quarantined and cultured again. Ess discussed and demonstrated correct reprocessing steps from precleaning through manual cleaning. The customer then utilized scope buddy to flush the channels and medivators dsd to disinfect the scope. A supplemental report will be submitted if any additional information is provided by the user facility.